Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus (B)(4) se & co. Kg ((B)(4)). The evaluation found gaps in the object lens and the illumination light lens. The adhesives on the bending section was deteriorated and had gaps and peeling. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) there was the possibility that the reported phenomenon was attributed to the crack of adhesive around the objective lens due to physical stress such as hitting the distal end against an object, or the chemical stress of reprocessing.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus (B)(4), it was found that the gray film had built up on the inside of the objective lens of the subject device.there was no report of patient injury associated with the event.